Event description:
While surgically repairing bilateral mandibular fractures, the burr tip measuring approx 3-mm in length fractured during one of the drilling maneuvers and efforts to retrieve it were unsuccessful. The burr tip was retained in situ. Prior to the burr tip fracture, a 4-hole plate was fabricated to conform to the osseous architecture near the alveolus above the fracture site. The plate was secured to position following reduction of the fracture with the use of 2-mm self-tapping bone screws.